Manufacturer narrative:
The lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that in (B)(6) 2014 this right atrial (ra) lead exhibited noise in one atrial tachy response (atr) episode. No noise could be produced during troubleshooting, and the patient had no symptoms due to this observation. The lead continued to be monitored. At a new follow-up in (B)(6) 2019, many atr episodes were recorded due to oversensing noise on this ra lead. Pacing inhibition was reported, with pauses of up to three seconds reported. No programming changes made, and the lead will continue to be monitored. No adverse patient effects were reported.